Event description:
The surgeon was attempting to remove the tibial nail from the patient's right leg using a winquist pan that was a loaner from another facility. During the extraction, the extractor body broke into two pieces and threaded end could not be removed from the patient. The surgeon was not able complete the intended extraction; the tibial nail and the threaded extractor end remain in the patient at procedure end.